Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic gastrectomy procedure, the anvil was disengaged from anvil center rod and tube inside the patient's body. Then the surgeon pulled the bailout suture and retrieved the anvil. They replaced it with a new device, the surgeon performed purse-string suturing manually ,then the anastomosis was completed. The surgical time was extended by less than 30 min. The patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.